Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir had a leak. The customer mentioned that the leak occurred during filling the reservoir. Customer stated the reservoir was discarded. The leak was past second o ring. There was no air bubble in the reservoir. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 3 open or used reservoirs. Performed pre-fill reservoir test per (B)(4). Found no leaks and no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles and no leaks anomalies when plungers were disconnected from reservoirs, performed manual test per (B)(4) appendix g and found plungers easy to release from stopper-plungers.